Manufacturer narrative:
Occupation is lay/patient. The event occurred in (B)(6). Test strips (lot no.453923-13 ) were returned for investigation where they were tested using a retention meter and retention controls. Results (qc range = 2.7 - 3.3 inr): qc1 = 2.9 inr, qc2 = 2.9 inr, qc3 = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results involving the coaguchek system compared to a laboratory with an unknown reagent. The meter result was 3.5 inr at 07:00 am and the laboratory result was 4.7 inr at 08:00 am. The therapeutic range was 2.0-3.0 inr. The reporter stated the strip was pressed on the finger to get more blood. Due to the deviation in the measured values, the medication was not adjusted.